Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were cracks on sides of the video connector, dents on objective frame, dents on outer tube, and a loose light guide adapter. Based on the results of the investigation, it is likely the following led to the malfunction: the product analysis confirmed that the device was found with a distorted image caused by a particle on its meniscus causing reflection to show on scope image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had distorted image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distorted image. There were no reports of patient harm.